Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their device would not turn off and/or would ¿not do any.¿ no further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they patient was trying to get it adjusted, and hoped it works. They stated that it was working some. The patient later mentioned that they had the stimulator for their bladder and couldn't get it to work, come on, or do anything with it. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The therapy is still not doing any good to control his target symptoms. The patient confirmed that he can feel the stimulation in the target area (testicle), so he knows the device is working. The patient said his kidneys are doing whatever they want and patient wet himself completely today. It was reviewed that if his target symptoms are not controlled while he's feeling stimulation, then he needs to inquire with the hcp regarding reprogramming or other efforts. No further complications were reported or are anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient¿s ins was not doing the job since implant; the setting was uncomfortable in order to work. The patient was not satisfied with the device. The patient reported that since they last saw their hcp around (B)(6) 2017, they could not feel stimulation. Patient said he can't tell if ins is even on because he can't feel stimulation. Patient said he saw hcp and technician made an adjustment, but that still hasn't helped the patient's symptoms. Patient said hcp gave him instructions to increase and decrease with the "4 different locations". Patient said ins "worked a little" when hcp had it set "in the head", but said the setting is uncomfortable in order to work. The trial device before the permanent implant was much better and helped the patient's symptoms. Patient said he thinks he might be doing something wrong because he is (B)(6) and doesn't understand how to use his programmer very well. Patient said he was seeing the poor communication screen. Troubleshooting included verifying the device was on and the patient was able to adjust stimulation. The patient did not feel stimulation in the correct area on program 3 at 2.8 volts, and patient increased to 3.6 v and could feel stimulation in his hip and when patient moved his "bottom" the stimulation "went to the sac". Patient said the vibration is not uncomfortable. When patient decreased to 3.5 v he feels nothing, no stimulation. Patient said stimulation is not in the bicycle seat area. The patient asked to change to a different program because he "wants this thing to work". Patient services walked the patient through switching to program 4 and increasing up to 3.3 and 3.4 v, but he wasn't feeling stimulation in the bicycle seat area, he was feeling stim in his leg. Patient said when he leans back he can feel stim "in the sac", but not when it was lowered to 3.2 v; patient said he doesn't think stim is in "his nut". Patient said he can feel stim in the "ball joint" of his hip. When he stands up he feels "nothing" when set to 3.4 v. Patient said when he stands he is getting the feeling in the penis and all the way around the area. Patient said he can feel the vibration on the muscles in the leg. It was confirmed the vibration and stimulation patient feels is not uncomfortable. The patient experienced stim in wrong location on program 3 and program 4. It was noted the patient was difficult to understand. The patient was directed to follow up with their hcp for the following reason: to discuss programming and symptoms. No further complications were reported or are anticipated.